Event description:
It was reported by the patient that since they had their previous right ventricular lead replaced that they have "had lots of trouble". Follow up was attempted with the clinic but no more specific information about the patient's "trouble" was obtained. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.